Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to a communication failure due to the cable unit failure. The cause of the cable unit failure was water leakage from the cable. Therefore, omsc surmised that the cable deteriorated due to water penetration, resulting in a failure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to the olympus local service department. During the incoming inspection for repair at the olympus local service department on december 16, 2021, it was found that a scope communication error b30 occurred due to failure of the cable unit. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, a scope communication error e216 occurred intermittently. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.